Event description:
Caller reported battery charging issues. There was no reported impact to the customer's blood glucose level. Caller declined troubleshooting assistance, stating that she would call back if the issue persisted, and no further action was required at that time.